Manufacturer narrative:
On (B)(4) 2013 it was identified that the incorrect manufacturing location was incorrectly documented. A new manufacturer report number was generated to correct the manufacture location fields. Please refer to manufacturer report number 3002809144-2013-00136 for the corrected information. An evaluation is in-process.

Event description:
Information was provided on (B)(6) 2013, from the customer regarding this event. The customer observed falsely elevated parathyroid hormone results for one patient while using the architect intact pth assay. The customer indicated an initial result of 178 pg/ml (range provided 10-65). The sample had also been tested at another lab (quest) and generated a result of 127 pg/ml. The method used at quest was not provided. No adverse impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.